Manufacturer narrative:
Isi has not received the harmonic ace instrument involved with this complaint. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the fragment from the harmonic ace instrument fell inside the patient and was not retrieved. At this time, it is unknown what caused the breakage to occur and if the fragment was retained inside the patient.

Event description:
It was reported that during a da vinci-assisted procedure, the tip of the jaw broke off inside the patient. The surgeon retrieved the fragment from the patient. The procedure was completed with no patient harm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
B5, g4, g7, and h1 has been updated. 61 - isi has received the harmonic ace instrument involved with this complaint. Failure analysis confirmed that the harmonic ace instrument had a broken blade. The broken blade was approximately .440 inches and was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generated with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the information provided in the failure analysis, this complaint is now non-reportable due to the customer reported complaint being a result of mishandling/misuse rather than a product malfunction.